Event description:
They seem to all be frayed near the string- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampons appear to be frayed near the strings. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.